Manufacturer narrative:
Product event summary: it was reported that the patient experienced critical battery alarms. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that device passed visual inspection and functional testing. Log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed as the device performed as expected and log files were not available. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery had a critical battery alarm. The battery was exchanged. No patient complications have been reported as a result of this event.